Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen was dim and discolored. The battery compartment was cracked below the grip pad. Unrelated to these issues, the audio bolus button was damaged, but still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and the bolus button was damaged. This report is made based on results of investigation completed on (B)(6) 2015.